Manufacturer narrative:
Lopera je, speeg kv, young c, et al. Segmental liver ischemia / infarction after elective transjugular intrahepatic portosystemic shunt creation: clinical outcomes in 10 patients. Journal of vascular & interventional radiology 2015;26(6):835-841. No additional information was provided by the author.

Event description:
This information was received through literature article "segmental liver ischemia / infarction after elective transjugular intrahepatic portosystemic shunt creation: clinical outcomes in 10 patients" published in journal of vascular & interventional radiology, june 2015. This article is a retrospective review of 10 patients who underwent elective tips creation between march 2006 and september 2014. Nine of the 10 patients received a gore viatorr tips endoprosthesis, and one patient received a wallstent device. The article does not clarify which patients received viatorr devices. The article reports that following the elective tips procedure, this patient presented with acute tips thrombosis 15 days after the procedure, and a CT scan showed a 33% perfusion defect in the right lobe with associated shunt and main pv thrombosis. Tips revision with thrombectomy was performed, but acute renal failure developed and the patient died 25 days after the primary procedure.